Manufacturer narrative:
The device was sent to philips bench for evaluation.he rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - (B)(4). The device passed all functional testing. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips on the mx40 1.4 ghz smart hopping device indicating damage to the device. The device was sent to philips bench where the issue of the speaker not functioning was discovered. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.